Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported condensation in the cartridge compartment of her infusion device. She stated that she has cleaned the cartridge compartment several times but the condensation returns and smells like insulin. She stated that she placed cold insulin cartridges into the infusion device. She also stated that she does not attach the infusion tubing to the insulin cartridge prior to insertion. The patient was instructed to dry the cartridge compartment with a cotton swab and to use room temperature insulin the next time she performs a cartridge change. She was also instructed to attach the infusion tubing to the insulin cartridge prior to insertion. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional of second party to address the issue. No product will be returned for evaluation.